Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been presented for an in-clinic device check due to delivery of an inappropriate shock. The device's sense vector had been programmed to primary 1x gain with the therapy zones at 200 bpm/240 bpm when the inappropriate shock occurred. At the time of the in-clinic check, the device's sense vector was reprogrammed to secondary 1x gain. Tachycardia therapy was programmed off in preparation for inappropriate shock troubleshooting. At the completion of the inappropriate shock troubleshooting, an attempt was made to reprogram tachycardia therapy on. The programmer communicated that the parameter setting command completed successfully, and the reported status was represented as secondary 1x therapy on, psp on, 200/240 on both the user interface and printed report. However, during this telemetry exchange between the programmer and device, it is observed that the telemetry command unexpectedly ¿false passed¿ the integrity check between the programmer and device. The device correctly recognized this invalid parameter setting information, but the programmer accepted the telemetry response as passing. As a result, the patient left the clinic with tachycardia therapy disabled. This was discovered by latitude and the patient returned to the clinic for reprogramming.